Event description:
Patient had an elective laminectomy & fusion surgery. Patient returned to the hospital post procedure after being discharged. CT imaging revealed a surgical drain fragment in the laminectomy bed region with its proximal end in the subcutaneous soft tissues just beneath the skin. Imaging report suggests there was a breakage upon removal. Patient returned to surgery for removal of retained drain fragment. No further information provided.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.